Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported a patient was admitted to the hospital as the critical alarm was going off. At the interrogation, the clinician programmer showed service code 100, indicating the pump was in a state of motor stall. The patient did not undergo an MRI scan. The patient would be kept under observation until the pump recovered from the motor stall. The pump was planned anyway to be changed in august. There were no reported symptoms. Further complications were not reported. Additional information was received. The pump was delivering lioresal. The event date was reported to be (B)(6) 2021. Surgical intervention (pump replacement) was planned but not scheduled. It was stated they waited 48 hours for the pump to recover. Additionally, the issue was reportedly resolved. There were no specific reported contributing factors to the issue. The patient status was alive, no injury. Additional information was received from a foreign healthcare provider via a company representative. The serial number of the pump was unknown. The pump was to be replaced in (B)(6) 2022.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump was replaced (B)(6) 2022. The pump would not be returned to the manufacturer for analysis, as the hospital staff discarded the pump.